Event description:
It was reported that the valve was found to be leaking when it was tested before the operation.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies. No impact to the patient was reported. All of our valves are 100% tested at the time of manufacture.